Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k01019, h13k14046, h14a09029, h14b25049, and h14c05080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (doses, frequencies and routes of administration not reported) for the event. At the time of this report, treatment was ongoing and the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.